Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the implant procedure, it was noted that the implantable cardiac monitor (icm) failed to sense r waves after several repositioning attempts. The icm was not used and replaced on (B)(6) 2024. The patient was in stable condition.